Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nanocross elite balloon with a 7f non-medtronic sheath and non-medtronic 0.014 wire during treatment of a plaque and soft tissue cto (chronic total occlusion-100%) in the patient¿s left proximal, mid and distal superficial femoral artery (sfa). No vessel tortuosity or calcification are reported. IFU was followed and the device was prepped without issue. An inflation device was used for balloon inflation. No resistance was encountered during advancement of the device. It is reported a pinhole balloon burst occurred on 3rd inflation of the balloon within a previously deployed stent at a pressure of 10atm. The device was removed and replaced with another nanocross elite using the same sized sheath and guidewire. IFU was followed and the device was prepped without issue. No resistance was encountered during advancement of the device. It is reported a pinhole balloon burst occurred on 2nd inflation of the balloon within a previously deployed stent at a pressure of 10atm. The balloon inflation was sufficient prior to bursting and no other balloon in that area was needed. No patient injury reported.

Manufacturer narrative:
Additional information: the devices were safely removed from the patient with no intervention required. Physician carried out treatment in another lesion not target lesion where nanocross pta was used, by using another device. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the nanocross catheter, was returned to medtronic in a biohazard bag for evaluation. The device was removed from the biohazard bag for additional analysis. The nanocross dilatation catheter was received with sanguine residue within the y-manifold, sanguine residue/fluid within the balloon chamber, and the balloon chamber received in a post-inflation profile, (e.g. Not tightly wrapped or winged. Visual inspection of the catheter reveal no physical damage. All marker bands were accounted for. A 10cc air filled syringe was attached to the proximal hub and the guidewire lumen was flushed: red fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of red fluid was observed exiting the distal tip of the catheter. A 0.014¿ guidewire was loaded with ease through the distal tip of the catheter and navigated out the proximal hub of the y-manifold. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold. The balloon chamber was inflated, and a leak was located in the balloon just proximal to the distal tip. Visual inspection of balloon chamber under magnification shows evidence of a pinhole leak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.